Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.concomitant med products: articul/eze ball 32 +5 br femoral head; unknown hip acetabular liner; unknown hip acetabular cup; summit por taper sz5 hi off femoral stem.

Event description:
(B)(6) 2018: medical records received. After review of medical records for MDR reportability, it was indicated that the patient was revised due to femoral malrotation. Revision notes reported of large collection of fluid, tearing off of the posterior capsule and multiple dislocation. Clinical visits reported of recurrent dislocation. Head will be reported since it was removed, and periacetabular seroma shell was also removed to induce tissue healing. Implant stickers indicate that the implanted devices, only the head was a depuy and the rest are zimmer products. Doi: (B)(6) 2014 ; dor: (B)(6) 2016 (left hip). This is the third revision, see (B)(4) for first revision and (B)(4) for second revision.